Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was in a tortuous left main coronary artery (lmca). The physician attempted to reach the lesion with a taxus express2 3.5 x 16 mm drug eluting stent. However, the stent delivery system (sds) shaft fractured into two pieces. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with another taxus express2 3.5 x 16 mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "good". Made several attempts in one month to get additional information without success.